Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has exhibited an increase in shock impedances on the right ventricular (rv) channel since implant. Recently, the impedances increased to out of range values. A commanded shock was performed and the returned values were within normal limits. Additionally, high pacing thresholds were observed. The physician has elected to continue monitoring the system. This ICD remains in service. No additional adverse patient effects were reported.